Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this implantable defibrillation lead was placed at implant, the patient had pulseless electrical activity. The pocket was not closed and the patient expired prior to a device being attempted at implanted.